Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to corroded motor home switch. There was no motor position encoder error alarm on alarm history screen. The pump had a scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the pump had a motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer states the pump was not exposed to a high magnetic field, but the pump did alarm motor position encoder error. Troubleshooting was not performed. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.